Event description:
In 2009, the pt called to report that in 2008, although she loved our product, she discontinued the use of her CPAP pro due to the development of 'severe intermittent pain in her jaw, ear and throat.' The pt had been using our product since nine months earlier, with no problems when this condition developed. Her doctor suspected that the boil & bite mouthpiece may have aggravated her pre-existing tmj condition. With follow-up, the pt stated she had taken 3 different antibiotics which had helped with her sore throat but the tmj and ear pain remained and worsened. The pt had been referred to an ear nose and throat specialist and was diagnosed with arthritis in her tmj. As of that month, her tmj was still painful. A disclaimer is enclosed with each CPAP pro sold stating if you have a pre-existing condition of tmj do not use CPAP pro without consulting your physician. The pt did discuss using the CPAP pro with her dentist prior to use and he saw no expected problem with using the CPAP pro.

Manufacturer narrative:
We initially reported this incident in 2009 via the emdr gateway system and we got an email confirmation. At our inspection the following month, we discovered that our report was not listed in the maude database on the website. Rep of stevenson industries contacted on the morning of the next day and left a message. He got a call back from reporter at 1/15 p.m. (Pdt) of the same day and was told that she could not locate our report. She suggested that we may have left out the manufacturer report number and this may have caused our file to not be uploaded into the maude database. Reporter suggested that we re-file using the following manufacturing report number: 3006259351-2009-00001.